Event description:
Customer reported receiving a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 22075e, reader sn (B)(4)). Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Investigation could not be completed due to lack of information as cartridge serial number was not provided.